Manufacturer narrative:
Investigation: customer returned a photo of a 1ml, 10mm, 27g bd allergy syringe and tray from lot # 9064874. Customer states that the syringe looked and smelled dirty. The attached photo was examined and exhibited reddish material on the plunger rod. Without the actual sample, it is difficult to determine the identity of this material and any possible root cause. A review of the device history record was completed for batch # 9064874. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
Material no.: 305542 batch no.: 9064874. It was reported that before use of the syringe allergy 1ml w/ndl 27x3/8 rb the syringe there was an issue with foreign matter. The syringe looked and smelled dirty. The following information was provided by the initial reporter: the label and syringe that looks and smells dirty. We know it was sterile, but it still seems ¿yucky¿. With the label you have the lot#, and the item#, and you can see the filth on the barrel of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305542. Batch no.: 9064874. It was reported that before use of the syringe allergy 1ml w/ndl 27x3/8 rb the syringe there was an issue with foreign matter. The syringe looked and smelled dirty. The following information was provided by the initial reporter: the label and syringe that looks and smells dirty. We know it was sterile, but it still seems ¿yucky.¿ with the label you have the lot#, and the item#, and you can see the filth on the barrel of the syringe.